Event description:
Per the surgeon's report, the pt's device was explanted in 2008 due to a skin flap infection. Reimplantation plans had not been provided at the time of this report.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.